Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient experienced a change in therapy. The patient was seen at their healthcare professional (hcp) office with a manufacturer representative (rep) and was reprogrammed per the hcp request. The patient had x-rays performed and it was confirmed that one of the leads moved down two inches and the other moved down three inches. The patient had no falls or trauma or new physical activities or heavy lifting. The patient did some heavy lifting years ago. The patient¿s pain returned two months ago and wanted to increase stimulation as the rep set it low. Stimulation didn¿t really help but it was better when it was higher. The patient was in pain when they were walking earlier today. The patient had a CT scan for something unrelated and provided a copy to the hcp. The patient had their next consultation later in the week and they were considering surgically repairing or replacing the leads and mentioned a paddle lead. Another reprogramming session was scheduled for (B)(6). No further patient complications were reported related to the event.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that there was a plan to reposition the leads regarding the lead migration. The patient's weight at the time of the event was also reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.